Event description:
The customer reported that the system was unable to perform fluoroscopy x-ray. There was no report of pt injury or death.

Manufacturer narrative:
The customer canceled the service call.